Event description:
The user facility reported that during a patient procedure one of the plastic knuckle covers from their harmony led surgical lighting system fell off into the sterile field. The sterile field was re-established resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmony led surgical lighting system and was informed by the facility's biomed department that the knuckle cover had already been replaced and then was discarded. The technician proactively inspected the other lighting systems at the user facility and found cracks on several covers that are indicative of impact damage. Additionally, the technician found that the brake screws were loose which may cause the lighting system to drift and bump into other pieces of equipment. The technician replaced any broken knuckle covers and tightened the brake screws that were found to be loose, tested the systems, confirmed them to be operating according to specifications, and returned them to service. While onsite the technician counseled user facility personnel on the proper use and operation of the lighting system specifically, the importance of not bumping the lighting system into other pieces of equipment and maintaining the brake screws. The harmony led surgical lighting system operator manual states (1-4), "caution - possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." No additional issues have been reported.